Event description:
Additional information: it was reported that the patient¿s lactate dehydrogenase (ldh) on (B)(6) 2017 was 220 u/l, close to baseline. A ramp study and echocardiogram were both negative. The patient was treated with heparin infusion. The lvad numbers normalized.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation.): approximate age of device ¿ 4 years and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s lvad system had intermittent elevated power and estimated flow, which were becoming more frequent. A representative of the manufacturer's technical services team reviewed the submitted log file. The log file data ranged from (B)(6) 2017 17:15 to (B)(6) 2017 15:35 and revealed that the elevated estimated flow appeared to be due to a kind of thrombus.

Manufacturer narrative:
Review of the submitted system controller log file confirmed driveline fault alarms as well as elevations in pump power and estimated flow; however, a specific cause could not conclusively be established through this evaluation. The log file captured an isolated driveline fault on (B)(6) 2017 and series of driveline faults spanning from (B)(6)2017 through (B)(6) 2017. Additionally, elevations in pump power and estimated flow were captured beginning on (B)(6) 2017, ranging from 9.5 to 14 watts and 10.1 to 12 lpm, respectively. No other atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.